Event description:
It was reported that a minimum fill notification occurred while the customer was attempting to re-load a cartridge that contained more than the minimum required amount of insulin. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.